Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Tiny price of mental fell out in mouth-oral b [device breakage]. Case narrative: consumer email stated that while brushing a tiny piece of metal fell out which the consumer nearly ended up swallowing. Fortunately, consumer managed to spit it out. No injury was reported.